Manufacturer narrative:
Additional information was added to h4 and h6. H4: the potential lot 19m035 manufacture date is november 14, 2019 - november 16, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the customer reported the most likely lot # was 19m035. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) under infused during a patient infusion. The reporter stated that 40ml of solution remained in the device at the end of the infusion. The device had been filled with piperacillin/tazobactam and was connected to a single lumen catheter with a peripherally inserted central catheter (PICC). There was no report of patient injury or medical intervention associated with this event. No additional information is available.